Manufacturer narrative:
E1: reporting institution phone #: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the cardiac workstation 5000 indicating that the patient heart rate (hr) was reading excessively high when using the cardiac workstation, but normal using a different ECG measurement. The device was in clinical use on a patient at the time of the event. No adverse event was reported.